Manufacturer narrative:
This product is registered as a combination product. The complete lead was returned for analysis with reported events of is-4 connector sleeve would not fit over the lead, and no sensing, and high impedance were reported. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into a test device but did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot that may have contributed to the sleeve insertion failure and reported field events.

Event description:
During initial implant, high out of range pacing impedance and no sensing was noted on the left ventricular (lv) lead. The connector sleeve was replaced, however, the event was not resolved. The lv lead was explanted and replaced but electrical anomalies continued to occur. When the new lv lead was connected to the device, electrical measurements were satisfactory. The patient was stable.